Manufacturer narrative:
Philips service replaced the converter 8e velara (2) and provided a workaround solution to the customer. Follow-up work was scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that intermittent x-ray emission during use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.